Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced a hyperglycemia event due to a bent cannula but did not receive any occlusion alarms. Reportedly, on (B)(6) 2014, the patient had a blood glucose reading of > 250 mg/dl with abdominal pain/vomiting and symptom of diabetic ketoacidosis. The reporter stated that the patient was treated at the emergency room (ER) with intravenous fluids and glucose and the insertion site was changed. It was reported that the health care provider had changed the basal rate settings and the patient had resumed insulin pump therapy. The customer support agent reviewed the occlusion alarm history with the reporter, but no information was provided regarding the occurrences of occlusion in the alarm history. Further review of the issue found that the likely cause of the issue was because the occlusion sensitivity was set to ¿low¿. This complaint is being reported based on the allegation that the patient experienced a hyperglycemia event and received treatment at the ER. The bg excursion was attributed to an use error in that the occlusion sensitivity was set to low.

Manufacturer narrative:
The pump has not been requested for returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.